Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to an end of service (eos) message, which occurred on the date of this report. The eos occurred due to normal longevity. The patient experienced increased spasms. The pump was replaced on the same date. The patient was kept on the same drug. The patient recovered without permanent impairment, was doing fine, and was receiving effective therapy. The device system was used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l82369, implanted: 2001-(B)(6), product type: catheter, (B)(4).